Event description:
It was reported that on (B)(6) 2014, the procedure was performed to treat a de novo lesion located in the mildly tortuous, none calcified, 90% stenosed proximal right coronary artery (rca). After pre-dilatation was performed a 3.5x15 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, during inflation of the sds balloon, due to the heart beating, the sds moved proximally in the vessel. The stent implant was deployed in the lesion, but a few of the proximal rings of the stent implant were extending into the aorta. The guiding catheter and guide wire became disengaged from rca. The guide wire was readvanced to the rca; however, the guide wire became stuck in the stent struts. When the guide wire was pulled on the stent implant dislodged from the rca lesion and migrated to the deep femoral artery (dfa). Another xience xpedition was placed in the lesion and the procedure was completed. On (B)(6) 2014, an additional procedure was performed to deploy the dislodged in the dfa. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to deploy, difficult to position, difficult to remove or device damaged by another device from this lot. Based on the reviewed information, no product deficiency was identified.